Manufacturer narrative:
The subject device was received and evaluated . Device evaluation, comprehensive leakage check was completed, the device was leaking from the distal end cap. Electrical safety test not to specification. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The following findings were identified in relation to the customer specified fault: scope connector (s-connector) inspection failed ,water leakage test failed, water ingress observed. However, the error code e315 unsupported scope issue was not evident on the screen when the endoscope was connected to the stack system. Technical evaluation has not confirmed the reported issue of "showing error 315 and no image when connecting to the stack." However quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The plug body was disassembled, fluid ingress was evident within the plug body, triggering the main pink moisture indicator. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. Additionally, the following defects were identified during device inspection: light cover glass, cracked, worn. Optical cover chipped. Distal end adhesive worn. Image illumination uneven, image alignment (out of alignment). Angulation out of specifications. An intermediate repair is required to return the instrument to the OEM specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, customer advised scope is showing error 315 and no image when connecting to the stack. The event occurred at preparation for use. No patient harm or clinical impact, procedure completed with another scope. No harm reported, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of error e315 could not be determined. The error message may have occurred due to water invasion into the scope connector, which may have caused an abnormality in electrical parts as a results of device handling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspection of the endoscopic image perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. User can reduce/prevent occurrence of the suggested event in accordance with the following IFU. Precaution for disappeared or frozen endoscopic image follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Connect the video connector and video system center properly by pushing the video connector until it clicks. Otherwise, faulty contact can result. Make sure that the video connector and its electrical contacts are completely dry before connecting the video connector to the video system center. Wet contacts could cause the equipment to malfunction. Do not bend, hit or twist the insertion tube, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in breakage of the switches and ccd. Important information ¿ please read before use. Warnings and cautions. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿. Olympus will continue to monitor field performance for this device.